Manufacturer narrative:
UDI number: (B)(4). No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During elective device replacement, a fluoroscopic examination of the right ventricular lead (rv) revealed externalized conductors between the two defibrillation coils. The rv lead was capped and replaced. The patient is stable.

Event description:
Related manufacturer reference number: 2017865-2013-00032.